Event description:
Unremarkable and successful implant of ide device conform left atrial appendage manufactured by conformal, inc. Conform device perforated through left atrial appendage heart tissue and perforated into the pulmonary vein. The perforation lead to internal bleeding in the pericardial sac that lead to patient death less than 24 hours post left atrial appendage procedure.